Event description:
The customer reported that toward the end of a gastric sleeve procedure, the device self-activated. The self-activation started when the jaws were being clamped shut. It is unknown if energy was being delivered but an activation tone was heard. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.